Manufacturer narrative:
The reported issue was addressed with phone support. Customer performed a power cycle to resolve the issue. An isi field service engineer (fse) followed up and was informed that the issue did not return. The system was working properly, and no additional action was required. No image or procedure video was provided for review. The isi tse performed a log review during the troubleshooting call and no related errors were identified. Further log reviews confirmed that the unilateral inguinal hernia procedure was performed on (B)(6) 2022 on system (B)(4). This complaint is being reported based on the following conclusion: it was alleged that all of the universal surgical manipulators (usms) moved with unintuitive motion (e.g. The instrument unexpectedly moved in the opposite direction). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported non-intuitive motion on all universal surgical manipulators (usms). The intuitive surgical, inc. (Isi) clinical territory associate (cta) stated that the customer power cycled the system and resolved the error. Technical support engineer (tse) stated that there were no related errors found in the logs. The customer proceeded with the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the robotic instruments moved opposite the direction of the surgeon¿s movements. For example, when he moved his hand to the right in the master controllers, the instrument on the screen would move left. The issue was resolved with a power cycle.